Manufacturer narrative:
Engineering evaluation of the returned driver and information provided indicates that the driver tip sheared off due to an overload condition. In this instance the pedicle was tapped with an undersized tap and the driver was tightened finger tight onto the screw. Both the under tapping and finger tightening are contributing factors that increased the loading conditions that the driver tip was subjected to. This was compounded by encountering hard bone during this revision surgery. Review of manufacturing history records found (B)(4) pieces of this lot were released for distribution on 4/9/2016 with no deviation or anomalies that would relate to the reported event. A two-year complaint history review found this to be the first report of this nature for the reported lot. As the root cause is attributed to improper preparation and hard bone encountered as part of a revision procedure, the need for corrective action was not indicated. The remaining screws implanted during this procedure were tapped to size and the driver was more firmly tightened in the screw with no further issue.

Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2016-00018 / 00019). Evaluation in process but not complete

Event description:
It was reported that a 3-level revision was performed on (B)(6), 2016 utilizing the reform ha pedicle screw system. When attempting to remove competitive product, the bit from an extraction set (not precision spine product) broke, the lock-screw torque driver ((B)(4)) was then being used when the tip of this driver also broke. At this point it was decided that the rods would be cut. Subsequently, while implanting a reform ha coated pedicle screw 7.5 x 35mm in s1 the tip of the reform polyaxial driver ((B)(4)) broke. The broken tip was removed from the screw and the procedure was completed with no further issue.